Manufacturer narrative:
(B)(6). The device was returned for analysis and initial visual examination of the returned unit revealed proximal stent damage. The proximal side of the stent was damaged on its first to third rows with struts raised. A visual examination revealed a kink on the hypotube which was located approximately 32.4cm from the catheter's strain relief. The balloon and tip sections were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the manufacturing documentation for this batch found that the device met its material, assembly, and product specifications at the time of release to distribution. The most probable root cause of this event is operational context. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on 03/25/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, the stent delivery system was unable to cross the target lesion. There were no reported pt complications or injuries. However, the returned product discovered stent damage. The index procedure was treating a totally occluded, 90% stenosed, severely calcified de novo lesion located in the severely tortuous lad (left anterior descending) artery with a 3.50x12mm taxus liberte drug eluting stent. The lesion was pre-dilated with an unk 3.50x20mm balloon resulting in 70% stenosis. There was significant resistance encountered during insertion of the device. The stent delivery system was unable to cross the lesion. The procedure was completed with another of the same device. The pt status is listed as "stable".